Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding the 1104b olm intracranial pressure monitoring kit (same patient, same product, different incident dates, different problem). On day 7 post injury and prior to the CT scan, the patient's intracranial pressure (icp) was reading 8mmhg. The patient was then taken to get a CT scan and following the CT scan trip, the monitor showed a reading of "---" in the mean icp box and no waveform was present. The red depth indicator was reported to be correctly positioned. Trouble-shooting steps were attempted (disconnected and reconnect all cables which did not resolve the issue. No alternative cables were available to try and no alternative monitor was available). It was noted that there were no other changes in the patient's clinical status on day 5 to day 6. The integra clinical educator advised the user if they wanted to continue icp monitoring with the patient, the physician may want to consider placement of a new bolt / probe. Additional information has been requested.